Event description:
It was reported that the implant at tooth site #29 fractured and was removed.  Bone loss was also reported. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. A portion of the fractured screw was identified stuck inside the implant. Visual evaluation of the as returned product identified bone debris on external implant threads. Implant fractured at the collar. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb10) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported events could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, the most likely probable cause for the reported events is parafunction/patient factors over the course of 13 years, 8 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Upon follow up, the customer stated that the patient notes indicated "removed implant #29, it was fractured. Extensive bone loss around the implant. Tons of granulation tissue. Screw was fractured inside of the implant. Had to drill it out.